Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on(B)(6) 2013. Ten days following the procedure, the patient experienced infection and hemorrhage. She continued to have problems with hematomas, hemorrhage and infection. She is currently on antibiotics for 6 months, which will end in early (B)(6). The patient also reported fatigue and weakness. She has pain in the upper right arm and shoulder. The patient is concerned with extrusion but has not been examined for that at this time and currently has no diagnosis.